Event description:
It was reported that the procedure was to treat a 75% stenosed de novo lesion in the mild left anterior descending (mlad) artery with mild tortuosity. The 3x38mm xience skypoint stent delivery system (sds) was advanced to the target lesion and the delivery system balloon was inflated; however, the balloon did not fully inflate. Only the end of the balloon were noted to have inflated and the center of the balloon did not inflate. Therefore, a non-abbott balloon was used to complete implantation of the stent. There was no adverse patient sequela reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported inflation problem was confirmed through the observed balloon pinhole leak. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined a potential product quality issue based on the reported inflation problem complaint and the observed balloon pinhole.